Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) generated erratic opiate results on a patient sample. The erratic opiate results were not reported out of the laboratory. Customer reported they opened the reagent carousel after noticing the erratic opiate results and saw water on the top of the opiate cartridge as well as standing fluid at the bottom of the reagent carousel area. Customer indicated there was also water in the tray underneath the cartridge chemistries reagent probe b. Customer indicated the leak was contained to the top of the carousel and in the reagent wheel. Customer stated the fluid in the reagent carousel was about 500-1000 milliliters. Bec customer technical specialist suggested to the customer that they rerun the other samples processed before the leak. On a follow-up call, customer reported they reran the samples processed before the leak and found the dxc 600 generated erroneous results for various analytes on six patient samples. Customer indicated the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found the reagent probe b was intermittently leaking while parked over the home position. The leaking started after the recent field service preventive maintenance (pm) was performed. The fse replaced the cartridge chemistries side hardware components for the pm, the degasser, the reagent lines, the t-valve and the a/b valve.